Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, the exam was inverted. After merging a CT and mr, while navigating the surgeon noticed that the mr was flipped left to right and the tumor was showing on the incorrect side of the patients head in reference to the CT. The clinical specialist (cs) checked in the select patient tab and the exam was still flipped. The surgeon continued the case using the CT only. The cs spoke with radiology and on pacs the orientation of the mr was correct. The cs took the original cd and loaded the exams on a different navigation system and the image maintained the correct orientation. There was no delay to the procedure. There was no reported impact on patient outcome. Technical services (ts) reviewed the exam archives and stated that all mr exams displayed the tumor on the same side of the patient head, could not replicate issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: engineering has reviewed archives with nothing found. Technical services (ts) requested engineering review logs. Additional information was received: per engineering no relevant information was found in the logs.